Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient experienced a hematoma after use of a mynxgrip vascular closure device for hemostasis. The device was clinically used and will be returned for analysis.